Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown accolade I stem. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report. Device not returned to the manufacturer.

Event description:
It was reported that conversion from bipolar components to tha due to progressed osteoarthritis. Corrosion was found at the head neck junction.